Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: d10 . The device was returned to the factory for evaluation on 01/27/2025. An investigation was conducted on 02/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). No final testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was not confirmed, however, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000443851 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during ligation phase of endoscopic vein harvesting procedure using vasoview hemopro 2. Harvester experienced intermittent energy delivery. Upon inspection, heating element sticking out. Another kit was opened to complete the case without further incident. There was a delay in waiting as account opened a third kit for the case. Account switched out adapter, cable but not power supply (sn: (B)(6). No patient injury.